Event description:
It was reported that bd alaris pump module smartsite infusion set had flow issues the following information received by the initial reporter with the following verbatim. It was reported by the customer that infusion started at 4:24pm pt weight 49kg thymoglobulin 1.5mg/kg in total volume 175 ml was programmed at a rate of 29.2ml/hour as a secondary infusion. At 6:24 pm there was an infusion alert resolved (B)(6) provided the all-infusion data from ikp but cpc can't confirm what the alert as it wasn't uploaded to ikp is without the logs) also, at 6:24 pm there was a safety clamp open/close door alarm and then the door was closed. Between 6:25 pm and 633 pm the infusion was restarted, paused and restarted multiple times and then was stopped at 18:33. At 18:33 the recorded volume infused was 55.7mls, and it was reported that the bag was empty.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.